Event description:
Highly unusual circuit failure preventing the sensing of very adequate p-waves, & caused inability to program atrial output properly. In addition to abnormal pacer function this led to current drain with premature battery depletion only 3-3 1/2 yrs after implant. Paper removal confirmed normal lead function.